Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a active exhalation verification test twice. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, two error codes were found in the device's error log relating to o2 regulation and low o2 inlet pressure. The technician recommended replacing the oxygen blending module harness, oxygen blending module, and printed circuit board assembly (pcba) system to resolve the issue. No further investigation is required.